Event description:
It was reported that after a da vinci-assisted pulmonary segmentectomy surgical procedure on, a post-operative chest infection was identified seven days post-operatively. The infection was treated with oral antibiotics and was resolved approximately one month later. The study investigator stated there was no prolonged hospitalization or rehospitalization required. No sputum was produced therefore no culture could be performed to ascertain the cause. There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure or that a da vinci device caused or contributed to the event.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.